Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer ran into something and cracked the pump touchscreen. There was no reported impact to the customer's blood glucose level. It was indicated that the customer's health care provider would be contacted to obtain back up insulin therapy.